Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. H3 other text : see h.10

Event description:
It was reported that during use with an unspecified bd vacutainer® sodium citrate blood collection tubes the tube had a low draw. The following information was provided by the initial reporter, translated from chinese to english: when using the tube, it found that the tube has low draw issue.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with an unspecified bd vacutainer® sodium citrate blood collection tubes the tube had a low draw. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the tube, it found that the tube has low draw issue.